Event description:
It was reported that during a hip arthroscopy one device broke and a second device bent at the tip. The broken part was removed from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. One unpackaged ar-4068hl swiftstitch¿ suture passer, hip length, crescent, batch 5195170509 was received for evaluation. During the visual inspection, it was noted that the nitinol wire lasso tip was broken off. The cannulated tip of the device was found to be bent, as well as the nitinol wire lasso. The device evaluation included measuring the cannula tip using drawing c12540, revision 1, and component c12540-01, revision 1. Radius (r): .31 ± .01 inches. Result: .52 inches. The tip was bent. A functional test was performed by extending/retracting the lasso without issues. The most likely cause of the reported failure is user error, including excessive force during insertion, striking the tip against bone with excessive force, or the device making contact with another instrument during use.